Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a guide wire that had two kinks and was unraveled from the proximal end. The core wire was found to be broken adjacent to the proximal weld. Microscopic examination revealed discoloration and necking in the area of the break. The device history records for the guide wire were reviewed with no findings relevant to this complaint. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. Operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. Describes suggested techniques to minimize the likelihood of guide wire damage during use. The provided instructions the probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that in anesthesia when removing the guide wire from the patient's right jugular, the guide wire frayed. There was no reported delay, death, or complications to the patient as a result of this occurrence.